Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to replicate the customer's experience of having the programmer restart unexpectedly during programmer sessions, however, it was indicated that the programmer would occasionally power up to a black screen or to a "please wait" screen. The micro processor unit was replaced and the programmer's hard drive was reconfigured and loaded with updated software. It was also indicate dthat the power supply and system fan were noisy. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer often restarted unexpectedly during programmer sessions. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.